Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and could not duplicate the reported issue. No parts were replaced. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, while in use on a patient, an 840 ventilator displayed continued high pressure alarms. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.